Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The customer alleged that the pump did not alarm when the cartridge was low. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, the original complaint was unable to be duplicated. There was low cartridge warning was reproduced by allowing insulin remaining to reach 30 units . The pump alarmed with screen message and audible alert. The pump was returned with the low cartridge warning set to 30 units. Pump alarm history recorded 10 low cartridge warnings including warning on (B)(6)2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.